Manufacturer narrative:
One 8.5f swartz braided introducer sheath and dilator was received for evaluation. The dilator had been perforated proximal to the distal tip. The dilator and sheath were flushed with fluid and the dilator was inserted into the sheath; no resistance or anomalies were noted. A needle/stylet assembly from current inventory was inserted and advanced through the dilator/sheath assembly; however, the needle could not advance past the location of the perforation. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported insertion difficulty and the perforation remain unknown.

Event description:
This report is to advise of a punctured dilator that was noted during analysis.